Manufacturer narrative:
Updated to reflect the information received on 2017-nov-30. Corrected to device that most accurately fits the timeline of the event as presented by the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-nov-30. It was reported that the patient had no infection and had been sent to the hospital. The hcp confirmed that "surgery" had the information requested at the hospital. It was later reported that the patient was in extreme pain and had been hospitalized due to the baker act because, due to the pain, the patient threatened to harm or kill themselves. Though it was initially noted that the patient was being referred to a different hcp for pump implantation, it was later clarified that the patient currently has a pump implanted. It was also clarified that the patient's extreme pain was due to pancreatitis. The hcp confirmed that there was no device issue. The hcp also noted that they did not have any information about the patient's infection. No further complications were reported.

Manufacturer narrative:
Other components include: product ID 8709sc lot# serial# (B)(4) implanted: (B)(4) 2008 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017crts 3629872 (con): information was received from a patient who was receiving an unknown concentration of morphine at 4.5 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2017, it was reported that the patient had a trauma-related infection at their pump pocket site. The patient reportedly banged the pump site on something accidentally and encountered an infection at the pump pocket as a result. No symptoms were reported related to the infection. The infection was confirmed and identified as (B)(6). This occurred, according to the patient, 2 years prior to the date of the report. The patient received IV and oral antibiotics and the patient's total pump system was explanted at an unknown date 2 years prior to the date of the report. The infection was considered resolved. The pump was removed and the patient began to experience pain due to the explant and a return of chronic pain symptoms. The patient's pain was reportedly intense and the patient no longer had the pump therapy option. The patient noted that they have pre-exisiting chronic pancreatitis and are unable to take oral medication as a result because it "kills" the patient's stomach. The patient also noted that they were initially implanted with the pump because of their inability to take oral medications due to the chronic pancreatitis. No further complications were reported. The patient¿s concomitant medications included IV and oral antibiotics. The patient¿s medical history included the pre-existing condition of chronic pancreatitis.